Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo for which biosense webster¿s product analysis lab (pal) identified the device was bent with mesh exposed and there were electrodes found broken and lifted with sharp edges. It was initially reported by the customer that there was a kink in the vizigo¿s tip. The vizigo was removed and the procedure was continued without it, the procedure was successfully completed. There was no patient consequence. The customer's reported kink issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 10-feb-2025, the bwi pal revealed that a visual inspection of the returned device found the device bent with mesh exposed and there were electrodes found broken and lifted with sharp edges. These findings were reviewed and assessed the ¿broken and lifted electrodes¿ as MDR reportable malfunctions since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed that the tip of the device was bent, also, mesh was found exposed and electrodes were found broken and lifted with sharp edges. Additionally, it was noticed that electrodes were missing, however, evidence of proper assembly was observed. A device history record evaluation was performed and no internal action related to the complaint were found during the review. The bent tip issue reported by the customer was confirmed. The potential cause of the bent tip could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The potential cause of the electrode being damaged and missing could not be determined. The potential cause of the broken tip/mesh exposed and missing could not be determined. The instructions for use (IFU) contain the following information: catheter advancement and placement through a guiding sheath should be done using direct imaging guidance (such as fluoroscopy or ultrasound). Intracardiac signals are not recorded from electrodes placed on the sheath. In addition, extra care should be taken while inserting, aspirating, and manipulating the guiding sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).